Event description:
The technician alleged that the brakes would set but not hold. No pt impact.

Manufacturer narrative:
The technician found the cause to be the brake casters and the brake steer caster were out of adjustment. The technician adjusted the brake casters and the brake steer caster to resolve the issue.